Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 35-year-old female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis, back strain, urinary tract infection, weight gain and twin pregnancy (twins, dichorionic-diamniotic placentation). Concurrent conditions included hypertension, uterine bleeding, ventral hernia repair, endometrial ablation, stress urinary incontinence and cystoscopy. Concomitant products included hydrocodone;paracetamol, hydrocodone;paracetamol, ibuprofen since (B)(6) 2014, labetalol since (B)(6) 2018, minerals nos;vitamins nos (multivitamin and mineral supplement) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 2 months 12 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), dysmenorrhoea ("dysmenorrhea"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complication"). The patient was treated with surgery (surgical removal of coil(s), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and autoimmune disorder had resolved and the menstrual disorder, dysmenorrhoea, depression, anxiety, vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- essure device inserted through port and deployed in left tube without incident. 1 coils visualized. Opposite os located, essure device inserted and deployed without incident. 5 coils visualized. Pt tolerated well. Patient received treatment for pelvic pain, genital bleeding, menorrhagia, autoimmune disorder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. As per pfs. Result: total bilateral occlusion. My fallopian tubes were closed. As per mr: impression: the fallopian tubes are closed bilaterally.. Pregnancy test - on an unknown date: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: gen. Abnormal bleeding , autoimmune reaction and post removal complications were added. Outcome and rcc comments updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 35-year-old female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis, back strain, urinary tract infection, weight gain and twin pregnancy (twins, dichorionic-diamniotic placentation). Concurrent conditions included hypertension, uterine bleeding, ventral hernia repair, endometrial ablation, stress urinary incontinence and cystoscopy. Concomitant products included hydrocodone;paracetamol, hydrocodone;paracetamol, ibuprofen since (B)(6) 2014, labetalol since (B)(6) 2018, minerals nos;vitamins nos (multivitamin and mineral supplement) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 2 months 12 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (surgical removal of coil(s), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menstrual disorder, dysmenorrhoea, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- essure device inserted through port and deployed in left tube without incident. 1 coils visualized. Opposite os located, essure device inserted and deployed without incident. 5 coils visualized. Pt tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. As per pfs result: total bilateral occlusion. My fallopian tubes were closed. As per mr impression: the fallopian tubes are closed bilaterally.. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in a (B)(6) year-old female patient who had essure (batch no. B76525) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included labetalol. The patient's medical history included allergic rhinitis, back strain, urinary tract infection, weight gain and twin pregnancy (twins, dichorionic-diamniotic placentation). Concurrent conditions included hypertension, uterine bleeding, ventral hernia repair, endometrial ablation, stress urinary incontinence and cystoscopy. Concomitant products included hydrocodone, ibuprofen since (B)(6) 2014, minerals nos; vitamins nos (multivitamin and mineral supplement), oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 2 months 12 days after insertion of essure. On (B)(6) 2018, the patient started labetalol at an unspecified dose and frequency. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (surgical removal of coil(s), hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menstrual disorder, dysmenorrhoea, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- essure device inserted through port and deployed in left tube without incident. 1 coils visualized. Opposite os located, essure device inserted and deployed without incident. 5 coils visualized. Pt tolerated well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. As per pfs result: total bilateral occlusion. My fallopian tubes were closed. As per mr impression: the fallopian tubes are closed bilaterally. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: reporters were added. Lot no. Was added. New events- vaginal bleeding menorrhagia were added. Outcome of pelvic pain was updated from unknown to recovering/resolving. Lab test was added. Medical histories were added. Concomitant conditions & drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.